Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer changed the infusion set and resumed insulin delivery. Reportedly, the customer experienced a low blood glucose (bg) level; cause and value was unknown. The customer declined to provide additional information or perform troubleshooting and reported that bg was not due to the pump, cartridge, or infusion set. At the time of the reported event, the customer reported feeling "fine".